Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation; infection (early onset).

Event description:
.Healthcare professional reported unknown side abscess formation and positive bacterial culture. Device status is unknown.

Manufacturer narrative:
The event of abcess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported unknown side abscess formation and positive bacterial culture. Device status is unknown.